Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305196 and lot number 1144554. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was not returned, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported when using the bd needle 18x1-1/2 rb, the device experienced foreign matter in the device within the fluid path. The following information was provided by the initial reporter. The customer stated: customer called and reported that the needle does not have the same quality, and they would like to return or have an exchange. Customer advised that they are getting coring from the use of the needle when they puncture vials and they would have to replace. This pharmacy is a retail pharmacy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd needle 18x1-1/2 rb, the device experienced foreign matter in the device within the fluid path. The following information was provided by the initial reporter. The customer stated: customer called and reported that the needle does not have the same quality, and they would like to return or have an exchange. Customer advised that they are getting coring from the use of the needle when they puncture vials and they would have to replace. This pharmacy is a retail pharmacy.